Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that the surgeon attempted to implant a one-piece iol. However, due to a posterior capsular tear, it was removed and replaced with a three-piece iol. Vitrectomy was performed. The patient is reported to be "good once the cornea clears up."

Manufacturer narrative:
Additional information. The device was not available for return. The lot number was not provided; therefore, a device history record (DHR) review could not be performed. Based on the available information, a root cause for the reported event could not be conclusively determined; however, user related factors could have caused or contributed to this event.